Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna was confirmed. The root cause was determined to be a defective transmitter. Additionally, a sensor (lot number 5197827) was returned, however, an evaluation of the device was determined to be unnecessary as it is unrelated to the alleged complaint.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(4). 2015 investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an unrecoverable loss of antenna was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the patient experienced unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.